Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 2. The home patient (hp) stated that the supply line fell and disconnected from the bag. The baxter technical service representative (tsr) explained the alarm. The tsr had the hp cycle power and the hc alarmed se 2367. The hp had to restart with new supplies. The patient line was properly primed before connecting. One of the bags disconnected. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag disconnected without falling. The label review found the labeling adequate for the suspected use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.